Event description:
It was reported that an unspecified spike/tubing was difficult to remove from a 250ml intravia container. This issue occurred while changing the epidural bags. It was unknown if a patient was connected at the time of this event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h4 and h6. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and it was noted that there was no leak observed in the bag; the bag appeared to be empty and no condition was identified. Due to the nature of the sample, no further testing can be performed. The reported condition could not be confirmed or refuted. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.